Event description:
It was reported that there were questions regarding the marker latency on the stored diagnostics. The patient will be monitored and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.